Manufacturer narrative:
(B)(4). Unique identifier (UDI) #: n/a. The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that during knee arthroplasty, the reference sizer would not lock onto its desired degree setting. The degree boom slipped with very little pressure applied rather than locking. No adverse events have been reported as a result of the malfunction.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The complaint sample was evaluated and the reported event was confirmed. The returned device exhibited signs of repeated use (nicked or gouged) and was worn. The device history records were reviewed and no discrepancies relevant to the reported event were identified. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.